Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported hard opaque bubble layer (obl) bilaterally from seven to ten o'clock position during a laser assisted flap creation procedure. This produced an air bubble between the pupil and the obl. The doctor scored the side cut area of the obl from seven to ten o'clock position and the down to the hinge. Doctor was able to enter the side cut by the hinge about a third of the way across the bed. When trying to lift away from the hinge, the doctor could not lift any further when she reached the obl and the bubble that the bed had created. Patient's flap was laid back down and smoothed out. Case was cancelled. Patient was prescribed a topical antibiotic and non-steroidal drops to use and a bandage contact lens (bcl) was applied to the eye. Patient will be given time to heal and possibly will be treated at a later time. Upon follow up, site had trouble keeping humidity up so a new humidifier was put on the system. The room was reported to be a little warmer than usual. Patient cooperation was perfect and dock was good with no offset needed. The doctor perforated the flap while lifting and the reason was because it looked like perfect flap that would lift easily but had a significant area superior to the pupil that had no laser energy delivered to it. Doctor popped through with instrument and then went to the other side and tried to lift. A small tag was noted an doctor popped through on that side also because adhesion was reached more quickly than expected. Flap was reported to be cut 15 microns thinner than expected. The doctor was able to cur through the adhesion area with a blade to lift the torn flap, perform the treatment and piece together the portions of the flap and place a bcl on the eye. The torn area of the flap was through the visual axis which was very concerning to the doctor. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct event outcome on prior medical device report that was filed. None was incorrectly selected. The other selections for event outcome ( reportable malfunction and required medical or surgical intervention) on the original medical device report were correct. The manufacturer internal reference number is: (B)(4).